Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that patient had loss of stimulation. Patient stated he had fallen a few times x-ray showed right lead had moved down a contact or two and impedance on 0-7 lead all over 10,000. 8-15 lead showed contacts 11,12 over 10,000. Health care professional (hcp) plans to schedule a lead revision/ replacement. The issue has not been resolved at this time. Yes surgical intervention planned but has not been scheduled. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.